Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with fever, elevated white count, shortness of breath, and a sinus infection. As a precaution a transesophageal echo was performed. It showed evidence of a large mass attached to the right ventricular (rv) lead that was consistent with vegetation. An rv lead infection and sepsis were diagnosed; however, it was noted that no source had been determined. Mechanical extraction of the rv lead was attempted but unsuccessful. Several days later the implantable cardioverter defibrillator (ICD) system was successfully removed during a laser lead extraction. A new ICD system was implanted twelve days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.